Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge and resumed insulin therapy. No reported impact to the customer¿s blood glucose level.